Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an urethral atrophy resulting in returned incontinence. An artificial urinary sphincter (aus) revision surgery was performed in which the original cuff was removed and replaced more proximally with a new cuff. During the procedure, it was noticed that there was no leak of the system, doctor does not believe that device issues cause or contribute to the patient complications and thinks that the radiation was a contributing factor. The procedure had good results and the patient is expected to fully recover.